Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of battery depletion. Review of device data by boston scientific technical services confirmed the battery is depleting faster than expected, device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported.